Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection of the first unit, engineering noticed the jaws appeared slightly misaligned. Engineering actuated the device at different angles and depths, and was able to replicate clip scissoring when the device was fired at a -45 degree angle. The unit was disassembled, engineering further inspected the jaws and confirmed they were slightly misaligned; however, it is unlikely that the slight misalignment of the jaws contributed to the customer experience. The root cause of the scissoring may have been due to application structure size and/or the clip application depth preventing the clips from proper closure, causing the clips to scissor. Applied medical's instructions for use states, "on larger vessels or amounts of tissue, you may not find it necessary to reach maximum clip closure or hear an audible click to achieve occlusion." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "difficult to close and they did not make the clicking noise (user, not sure the vessel is sealed) edges of the clips are crossing over."